Event description:
It was reported that the insulin pump was broken where the reservoir was. The damage was noted to be near the reservoir chamber. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.